Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm or prime/fill anomaly due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states there was also a crack on the side of the display window. Customer states that the mdt tab is missing from the pump. Customer also states that reservoir fits and locks into place when inserted into insulin pump loosened and customer states that insulin pump was not bumped or dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.